Event description:
The customer reported elevated white blood cell (wbc) content in a filtered red blood cell unit. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(6). The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was not received for evaluation. The manufacturing records,test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membrane conformed to established specification. There have been no similar complaints against this production lot number. Root cause: the root cause for the leukoreduction failure is undetermined. Leukocyte leakage is commonly caused by the following factors:1. Characteristics of blood. There is a possibility of leukocyte leakage due to the donor's blood characteristics. 2. Pressure load on filter membranes. When physical stress on filter membranes is greater than what is expected, trapped leukocytes are pushed out of the filter membranes and may result in leukocyte leakage.